Event description:
Wire did not fully transect the lesion. Scissors were used to finish procedure. Pt was not affected.

Event description:
Garrote wire did not fully transect lesion. Scissors were used to finish procedure. Pt was not affected.